Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. The product was not returned to j&j medtech orthopaedics for evaluation. However, based on the observations of the returned liner and the ceramic head , it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the cup is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048 lot number: 3970416 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. The overall complaint was confirmed based on the visual examination of the liner and the ceramic head condition. The pinn sector w/gription 48mm would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048 lot number: 3970416 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 48mm product code: 121732048 lot number: 3970416 and no non-conformances or manufacturing irregularities were identified related to the reported allegation. H11 additional narrative: added: d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. Affected side: right hip.